Event description:
Arjo was notified about the event with involvement of concerto shower trolley. It was reported that during the shower, while the caregiver attempted to turn the resident to wash his back, the concerto's stretcher tipped over and the resident fell down on the floor. The patient was examined by the doctor and a radiological check-up was requested. On (B)(6) 2019 it was initially reported to arjo that the patient sustained hematoma at one shoulder and pain at leg level. On (B)(6) 2019 upon the interview with customer representative, arjo was notified that the resident sustained a serious injury - a fracture of the neck portion of the femur - which caused a change of the initial assessment of the severity. The patient condition required hospitalization and treatment with analgesics.